Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: int j gynaecol obstet. 2025 aug 21. Https://doi.org/10.1002/ijgo.70475. Epub ahead of print. Pmid: 40879141.

Event description:
Title: trans-broad-ligament abdominal cerclage versus blind needle-piercing abdominal cerclage during pregnancy: a comparison of surgical outcomes. The aim of this retrospective study to compares the surgical outcomes of tblac versus bnpac during pregnancy. Between (B)(6) 2024. A total of 25 patients were included in the study. Divided into two groups: tblac group (n=13) with mean age of 32 (24¿35) years while bnpac group (n=12) and the mean age of 30 (27¿34). Mersilene tape (ethicon) was used to these patients. Reported complications: mersilene tape (ethicon) -had urinary tract infection (n=1) treatment: not reported -with wound infection (n=1) treatment: not reported -had cramp (n=1) treatment: not reported -with vaginal spotting (n=1) treatment: not reported -had ruptured membrane (n=1). Treatment: not reported. In conclusions: .